Event description:
Subsequent follow-up with the corresponding author confirmed that there was no malfunction of the device during any of the reported procedures and the device did not cause or contribute to the reported adverse events, including death.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author confirming that the adverse event and death that occurred were not caused by the device. New information added to the following fields: b5.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an alert meant to fill tubing was confirmed, causing concern for high blood glucose levels, which were displayed as "high," though no specific value was provided. The lowest blood glucose level recorded was 86 mg/dl. The customer took corrective measures by administering a correction bolus via the pump and consuming carbohydrates to manage insulin effects. Technical support educated the customer on handling alerts and accidental insulin delivery, reviewed logs to validate the fill tubing process, and advised follow-up with healthcare professionals if issues continued.